Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were recharging their implantable neurostimulator (ins) too frequently. They got all coupling bars when they recharged but it takes them 4-5 hours to recharge half way and when they wake up the ins goes dead. The patient instructed to charge their ins fully and charge it every day for 30 minutes. They added that they felt pain when their ins dies. The patient has an appointment scheduled with their physician on (B)(6) 2016. Additional information received from the manufacturer representative (rep) on (B)(6) 2016 reiterated the already noted information and reported that, prior to date of additional information, the patient has not had any success recharging since (B)(6) 2016. The patient was able to get all 8 coupling bars in office multiple times and will continue to recharge and keep a log for future comparisons. Recharging statistics were taken which seem to be accurate and showing that the battery level is increasing. No over-discharges were noted in the patient's history. The indication for use in non-malignant pain. Additional information received from the manufacturer representative reported that the patient had been charging four times a day. It was noted that the patient had lost her recharger and programmer and was getting them replaced. It was stated that the patient had been rushing to get her device charged on (B)(6) 2017 as she did not charge over the weekend. The patient last felt stimulation at that time and a physician recharge mode was being done. There was no communication with the recharger or clinician programmer. Additional information was received from the rep stating that they were unable to find out what the charging issues were because the patient lost her charger. However the rep was able to charge the device with their charging system and the patient had 2 por resets. Patient was able to recharge after that without much difficulty. The issue is reported to be resolved. Additional information was received from the patient. It was reported that the device has been discharged twice the health care professional (hcp) would like to replace with new battery to avoid extra surgeries. Patient stated "if the manufacture would replace their battery as they have had so many issues with charging and keeping a charger always " patient would like to avoid an additional surgery in the future if their battery dies a third time. No patient symptoms or complications were reported in this event.